Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing that was suspected to cause pacing inhibition. No changes or interventions were performed; the device will continue to be monitored. There were no consequences for the asymptomatic patient.